Event description:
It was reported that the permanent cautery hook instrument would not deliver any energy during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the conductor wire was broken at the yaw pulley exit. There was no thermal damage, but there was potential for arcing. The instrument failed electrical continuity testing. No other damage was found.